Event description:
Voluntary medwatch received states a patient's lead was explanted due to unknown reason. The whole system was explanted to prevent risk of infection. No additional adverse patient effects were reported.